Event description:
It was reported that the right ventricular lead exhibited an increase in thresholds. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.